Event description:
The customer states that when the "profile attenuation correction" option is used with the nco (non circular orbit) mode of operation of a cardiacy study, the uncorrected study shows no defect but the corrected study shows a "rear wall defect." Subsequent heart catheterization of the pts in question show no defect present. This indicates that some time in the system produces a "false postitive" diagnosis. This ambiguity can then only be resolved with a heart cath.

Event description:
Customer states that when the "profile attenuation correction" option is used with the nco (non circular orbit) mode of operation on a cardiac study, the uncorrected study shows no defect, but the corrected study shows a "rear wall defect." Subsequent heart cathertization of pts in question show no defect present. This indicates that some item in the system produces a "false positive" diagnosis. This ambiguity can then only be resolved with a heart catheterization.